Event description:
It was reported that the patient's right knee was revised due to poly wear. A scorpio 5x8 ps insert was revised to a scorpio 5x12 ps insert. Rep confirmed that no further information will be released by the hospital or surgeon.